Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, and cracked case near display window corners noted. Unable to perform displacement test, rewind, basic occlusion test, prime/deliver y, excessive no delivery test, and occlusion test due to lcd physical damage.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell out of hands and hit a table and as a result, had fifteen to twenty cracks on display screen. Customer's blood glucose was 280 mg/dl. Customer was advised that insulin pump would need to be replaced.